Event description:
It was reported that the device triggered the elective replacement indicator (eri) at approximately 4 years of implant. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and revealed normal battery depletion. Products: 5076-45 lead, implanted: 2005 (B)(6); 1056t competitor lead, implanted: 2006 (B)(6). (B)(4).